Manufacturer narrative:
H3/h6: the system was serviced in the field. The low voltage power supply has a loss of 15 volts from the supply. The power supply was replaced and the system performed as intended. Codes b01, c02, and d02 are applicable. The power supply was returned and analyzed. Analysis found that the reported complaint was confirmed. The power supply failed bench testing. Visual inspection confirmed the power supply was electrically overstressed. There was a damaged integrated circuit (ic). Codes b01, c02, and d02 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot #: (B)(6) rev. 1. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the system was activated pre-operatively, no battery light came on and system "crashed." A manufacturer representative (rep) attempted system reboot and had no effect. System is currently non-functional. It was noted that the site keeps the system plugged in. There was no patient involvement.